Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) via charge time. The device has been explanted and is to be returned for analysis. No adverse patient effects were reported. The device is a part of the mid-life display of replacement indicators advisory.